Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not acting as it should. The customer¿s blood glucose level was 345 mg/dl at the time of the incident. The customer stated they had several issues since they received the current pump including abnormal calculations. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. Troubleshooting was not completed. The insulin pump will be returned for analysis.